Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned at this time.

Event description:
Facility reported to sales rep, ¿while flushing the white lumen of patient's broviac line following a blood draw we noticed a small amount of spray from flush. Upon inspection of patient's line, we noticed a small pin-sized hole where the line connects to the cap portion. We consulted pediatric surgery to examine the line for possible repair. Physician from pediatric surgery responded and did a repair on the broviac line.¿ no patient injury reported.